Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - able to establish contact with customer who indicated that symptoms improved after she had eaten and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported and she is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 402mg/dl. The customer's expected fasting blood glucose test result range is 70 - 140 mg/dl. At the time of the call the customer stated she was feeling a little shaky because she had not eaten yet. During the call a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/16/2020 and open vial date is two weeks. The meter memory was reviewed for previous test result history: (B)(6).